Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019. The manufacturer¿s international service technician confirmed the reported issue. Adhesion of white powder to the airway of the (gas delivery system) gds and sensor which was caused by use of a nebulizer. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported airway blockage due to nebulizer. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 23oct2019. Report date: 24oct2019. A gas delivery system (gds) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the component (u1) on the o2 flow sensor pcba created the o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported airway blockage due to nebulizer. There was no patient involvement.